Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins was not doing what it was supposed to be doing. The patient stated it irritated their skin, and their body was pushing it out. The patient stated this started 6-9 months after implant. The patient reported the device was scheduled to be removed on (B)(6) 2017. No further complications were reported related to this event.